Manufacturer narrative:
Per tandem's user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that multiple cartridges were leaking at the septum. There was no reported impact to customer's blood glucose. Customer declined to provide further information or troubleshoot with tandem technical support.